Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) failed to pair with their monitoring application. It was alleged that the ICD exhibited a loss of bluetooth telemetry. No intervention was performed. There were no patient consequences.